Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 7:30 pm at home. Caller stated that she performed a blood glucose test with her prodigy meter and received a reading of 120mg/dl. A normal reading for that time of day is usually around 200mg/dl. Caller stated that she was getting dizzy and due to her varied readings, all day, she call paramedics about 30 minutes after testing. Caller stated that she did not consume any food drink or medication while waiting for paramedics to arrive. Paramedics arrived within 15 minutes, tested the end-users blood glucose with their meter, and received a reading of 187mg/dl. Caller stated that there was about 20 minutes between the paramedics test and hers. Paramedic's did not test her blood glucose with her prodigy meter. Paramedics did not transport the end-user to the hospital nor; was any treatment given to raise or lower her blood glucose. Caller stated that her doctor had recently adjusted her humalog insulin form 2 times a day to 3 times a day and she was recently prescribed tresiba at 20 units a night x before seeking medical attention. Caller could not recall all medications. She is currently taking. Additional information was not provided.